Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. In speaking with olympus technical assistance center (tac), the customer reported a no image issue that only occurs with the 180 scope series, 190 series works fine. In troubleshooting, tac advised the customer to try a new pigtail. However, the customer does not have one to be able to try this. Tac advised the customer that they can acquire a new cable or send the video system center in for evaluation.

Event description:
It was reported, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.